Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during laparoscopic surgery for the treatment of endometriosis, a unipolar high frequency cord was attached to the handle for use with a maryland grasper. The metal jaws were applied to tissue deep within the utero pelvic region, and the surgeons ensured that no surrounding structures were involved before applying coagulation. Cross reference MDR: 9610617-2026-00499. 9610617-2026-00501.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).